Event description:
It was reported that the patient sustained pneumothorax and a pneumomediastinum on the right side. It was also reported that the right atrial (ra) lead had perforated. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.